Event description:
It was reported that this lead was an attempted implant due to loss of capture (loc), high capture thresholds and helix mechanism issues. In addition, the physician rotated the helix mechanism greater than 30 turns. No adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A helix mechanism test was performed and no anomalies were observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was an attempted implant due to loss of capture (loc), high capture thresholds and helix mechanism issues. In addition, the physician rotated the helix mechanism greater than 30 turns. No adverse patient effects were reported. It is expected to receive this product for analysis.